Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse observed failure during service and also observed failure code in diagnostic logs. The fse found an untightened iab fill port connection on safety disk and tightened the connection, which resolved the issue. The fse completed full calibration, functional testing and safety check to factory specifications. The iab passed all functional and safety checks and released to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure while in use on a patient. No patient harm, serious injury or adverse event was reported.